Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove her fallopian tubes, essure coils, and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, abdominal distension and pelvic discomfort had not resolved. The reporter considered abdominal distension, abdominal pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/severe pain/ persistent pain') and fallopian tube perforation ('the right side protruding out of the specimen through a short stump of fallopian tube.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation, cervicitis, leiomyoma nos and corpus luteum cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (surgery to remove her fallopian tubes, essure coils, and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, abdominal distension and pelvic discomfort had not resolved and the fallopian tube perforation and hypersensitivity outcome was unknown. The reporter provided no causality assessment for hypersensitivity with essure. The reporter considered abdominal distension, abdominal pain, dyspareunia, fallopian tube perforation, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly,no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter, concurrent conditions were added.event:organ perforation were updated to right side protruding out of the specimen through a short stump of fallopian tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right side protruding out of the specimen through a short stump of fallopian tube') and pelvic pain ('chronic pelvic pain/ severe pain/ persistent pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation, cervicitis, leiomyoma nos and corpus luteum cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), hypersensitivity ("allergic reactions"), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (removal of fallopian tubes, essure coils, and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, menorrhagia, pelvic discomfort and abdominal distension had not resolved. The reporter provided no causality assessment for hypersensitivity with essure. The reporter considered abdominal distension, abdominal pain, dyspareunia, fallopian tube perforation, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain/ persistent pain") and perforation ("organ perforation") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (surgery to remove her fallopian tubes, essure coils, and uterus) and surgery (surgery would be required to remove the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, abdominal distension and pelvic discomfort had not resolved and the perforation and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter provided no causality assessment for hypersensitivity and perforation with essure. Most recent follow-up information incorporated above includes: on 04-oct-2017: reporter added, events organ perforation, allergic reactions were added and event persistent pain was clubbed with previously reported event. It was also reported that surgery would be required to remove the device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.